Event description:
While changing the purge fluid tubing for the pt's impella vad, the clear connector that was connected to the yellow connector broke. This left the male end of the connector in the blue disk. This disk was removed in an attempt to attatch the dextrose fluid to the bacterial disk, but it also fell apart in my hand. This left the male end of the connector in the most proximal disk. I attached the fluid tubing into the most proximal disk as firmly as I could and called the doctor. The doctor was in the room and ordered the epinephrine increased and bivalirudin increased. The pt's vad flows have not dropped, the motor power remains unchanged, and the pt is hemodynamically stable. Prior to switching the fluid tubing, I reviewed the process with the abiomed representative and read the procedure manual.